Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. On (B)(6) 2015, patient was having dinner with her mother and was initially fine. However, while eating, patient's mother noticed that the patient was acting weird with symptoms of confusion and slow/delayed speech. Patient's mother took the patient's fingerstick measurement which read 28mg/dl. At the time of the event, the cgm displayed a value of 102mg/dl. Patient's mother then gave the patient two cups of sugary juice and brought her to a local fire station. At the fire station, the patient's mother checked patient's bg level again. Patient could not recall her blood glucose values, but patient's mother told her that the bg meter displayed 90mg/dl. Patient did not know what the cgm was reading at this time. Patient's mother then took the patient to the hospital where her vital signs were taken and blood was drawn. Patient did not recall cgm or bg meter values while at the hospital, but reported that they were normal. Patient was later dismissed from the hospital and did not stay overnight. No medication or treatment was administered. Patient was advised to include more carbs in her diet. Patient reported that she did not faint and no physical injury occurred. At the time of contact, the patient was doing well, but had fluctuating blood sugar levels. No additional event information was reported.